Event description:
It was reported that the device would not power on with ac or dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing and returned the device to the customer for use.

Manufacturer narrative:
Physio further evaluated the removed power supply assembly and determined that the cause of the reported failure was due to two shorted transistors, designators q1 and q2. A fuse was also found open.